Manufacturer narrative:
Technician checked the unit and found that the head section drifted down. Replaced valve solenoid stem to resolve this issue.

Event description:
Complaint alleged that the head section drifted down. No patient impact.